Event description:
It was reported that during pt treatment, the airway pressure increased to set upper pressure limit. The anesthesia machine generated alarms for high airway pressure and high peep. There was no pt harm. (B)(4).